Event description:
It was reported that an ilet pump¿s enclosure separated, described by the user as the device becoming loose over time and ultimately splitting, while blood glucose was not affected and no alerts or alarms occurred. Symptoms included no adverse clinical effects. Outcomes included no impact beyond device replacement logistics. Investigation included complaint intake review, user education on shut down and data sync, and arrangement for device replacement and return of the original unit. Investigation of this case revealed a hardware housing failure consistent with screen bezel or case separation, with no associated performance degradation reported. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical integrity issue of the device housing.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.